Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by the FDA, ebr or its employee, that the device, ebr or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when trying to interrogate the wise crt system initially, no connection could be established. Troubleshooting involved changing the orientation and position of the antenna but this did not restore communication. Once the new battery was connected with the transmitter cable, communication was partially restored. After removal of noise sources telemetry improved. Once the ECG (electrocardiogram) electrodes on the left side of the chest that were connected to the anesthesia monitoring system were removed the rv (right ventricular) signal was consistently detected and biv capture was achieved. No further information was provided.

Manufacturer narrative:
The associated battery (B)(6) and transmitter (B)(6) were not returned to ebr, preventing visual inspection or functional bench testing. Programmer logs and battery curves were reviewed. Findings indicated that communication loss during the replacement procedure was consistent with use beyond the projected eos date of (B)(6) 2025. The patient did not attend follow-up at eos, and the replacement procedure was delayed due to hospital scheduling until (B)(6) 2025, at which point the battery had fully depleted. Energy-based erc analysis demonstrated approximately -16% remaining capacity at the time of replacement, confirming depletion. Once the new battery (sn (B)(6)) was connected, communication and wise function were restored. Initial telemetry issues were traced to environmental noise sources in the ep lab and resolved after removal of interfering ECG electrodes. No abnormal or unexpected battery behavior was identified. Conclusion: the event is attributable to expected battery depletion beyond eos. No abnormal device behavior was observed.